Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The unit was evaluated at philips. The symptom could not be duplicated. The device was returned to the customer after passing all testing. The customer has not called back regarding this issue for this device. Based on the customers' report we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.